Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped communicating with external devices. The patient underwent surgical intervention wherein the ipg was explanted and replaced, restoring therapy.